Event description:
It was reported that during a follow-up visit high capture threshold and high pacing lead impedance were observed. The pace/sense portion of the lead was capped and the defib portion remains active. Patient condition was good after the procedure.